Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review - the complaint for "valve function/performance - valve interacts with conduction system" was confirmed with other empirical evidence via information reported by edwards clinical specialist reported via as per complaint report. The internal imaging provided was reviewed. After the evaluation, the 56mm valve appears deployed in a stable and adequate position. Unable to distinguish any device or guidewire interaction with conduction system/anatomy; unable to confirm the reported av block. The device history record review was completed. This device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure where on post-operative day three (pod #3), the patient experienced a complete atrioventricular block (avb) and atrial fibrillation with slow ventricular response (<40bpm). As a result of the avb, a permanent rv lead pacemaker was implanted on pod # 04. The final tricuspid regurgitation was trace (0) and the final valve deployment position was between 0 and 5 mm in annular plane (septal, lateral, anterior and posterior).

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.